Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Contract manufacturer: dexcom (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire is broken; the wire was stuck to the adhesive and bent. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is defective.